Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. A 2.75 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to use a non-bsc guide extension catheter for support. However, during removal of the device, it was noted that the proximal part of the stent got lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.